Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a robotic assisted lap gastric bypass, there was an incomplete staple line. Some staples were malformed on the distal portion of the staple line and he oversewed it with sutures. The pt is stable.